Manufacturer narrative:
Argus case ID (B)(4).

Event description:
I ingested a very small amount of liquid [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant ). The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, consumer reported that ingested a very small amount of liquid in which she had dipped the prosthesis, she wanted to know if there are contraindications